Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory noted no resets or errors, and elective replacement indicator (eri) was set post-explant. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. However, boston scientific has received reports where the longevity remaining and the magnet rate did not align; it is suspected that the gas gauge and the longevity remaining are relying on different calculations therefore they are not always equal.

Event description:
Boston scientific received information that this pacemaker was explanted and replaced. Premature battery depletion was suspected, and also the tools for determining the remaining longevity were inconsistent. It was reported that the magnet rate was 100 ppm, with one year remaining at the follow-up in (B)(6). In (B)(6), the magnet rate was 90 ppm, but the remaining longevity still showed as one year remaining. No adverse patient effects were reported.